Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 02 oct 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.